Event description:
It was reported that there was a suspected infection. The patient was in the hospital either on the day of report, or the prior day. The patient was given perioperative antibiotics and was doing better at home. The patient did not have meningitis. The signs and symptoms of the infection included a rash. The primary location of the infection was the left side of abdomen where the pump was located. The culture source and type of organism was unknown. The patient had not had a refill since the time of implant. The patient was doing well and the infection resolved. The pump was used to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).